Event description:
During on-site svc testing, the baxter repair tech reported an infusion pump which failed accuracy testing. Information was not provided regarding whether or not the failure occurred during an infusion. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.